Event description:
It was reported that during an angioplasty procedure a balloon rupture occurred. The sterling es mr 3mm x 30mm x 145cm balloon ruptured on the first inflation. To what atmospheres is unknown. The procedure was completed with another of the same device. The patient status is stable with no complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.